Manufacturer narrative:
Device 1 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref device MFR's reports: 1627487-2009-00256 and 1627487-2009-00257. The pt received her scs system consisting of ipg and two leads on (B) (6) 2008. It was reported that the pt presented to the physician with incisional redness and drainage at both the mid-back incision site (leads) and the left-abdominal incision site (ipg) and was placed on antibiotics. On (B) (6) 2008, the physician determined that the system should be explanted. On (B) (6) 2008, the physician explanted the sys, sent one of the leads for culture and cultured the ipg pocket site. It was reported the physician did not see any evidence of infection inside the mid-back incision site. The ipg and one of the leads were returned to ans for evaluation. The pt was to continue antibiotics. There is no further info available.